Event description:
The patient stated her epilepsy was getting worse with the scs system implanted. However, the doctor doesn't believe it is related to the patient's scs system. The epilepsy will be monitored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.